Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The costumer reported a false negative result result with the binax now covid-19 antigen self-test performed on (B)(6) 2022 that generated a negative result. Repeat testing was not performed. Pcr confirmation testing was performed on (B)(6) 2022 at an urgent care facility, that generated a positive result.. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 187489 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 187489 and device part number 195-430h / lot 183704. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 187489 showed that the complaint rate is (B)(4). Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.